Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective dispenser unit and valve. The fse replaced the dispenser unit and valve to resolve the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erratic sodium (na) patient results on their au5800 chemistry analyzer. There was no report change to treatment, injury, or death associated with this event. The customer did not provide any patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer. The fse removed the flow cell and cleaned with 10% bleach. The reference electrodes and seal were also cleaned. Additionally, the buffer syringe drive unit and reference electrodes were replaced. Although multiple interventions were performed, the issue reoccurred. Replacement of the buffer valves ultimately resolved the issue. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(6).